Event description:
It was reported to philips that the external pacing mode of the device was performing as if the device was selected to be in fixed mode pacing. There was no patient involvement

Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the external pacing mode of the device was performing as if the device was selected to be in fixed mode pacing. It was originally reported to philips there was no patient involvement. However, philips was later informed the issue occurred during pacing treatment in the ICU. There was no report of patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.